Event description:
It was reported that the customer was hospitalized with dka. The doctor said the customer was unavailable at this time. Troubleshooting revealed there had been several no delivery alarms over the last two days, but doctor does no know how the customer responded to them. Advised doctor to have customer contact co for further troubleshooting.